Manufacturer narrative:
The longevity estimation anomaly near elective replacement indicator (eri) was confirmed by reviewing the data in the device image and session records. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.